Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was calling to get longevity information for their implant and they wanted to know if it was time to get their ins battery changed out. Patient reported they kept getting uti's for about the past year. The patient stated their doctor treated them about every month for uti. The patient reported that for the two weeks prior to the report they had been going through pads. Patient was wondering if their battery needed to be replaced. Patient stated their husband passed away 3 years prior and was the one who used the patient programmer to increase/decrease stimulation. Patient had never learned how to use their patient programmer. Longevity information was reviewed, but the patient was directed to reach out to their healthcare provider. Patient did not have patient programmer batteries available, so they were unable to troubleshoot on the call. Patient reported they had the flu or something. Patient thought it might be a virus and it started on monday. Patient stated they went to the ER because they thought it was a really bad uti. Patient stated they thought this caused them to have a running temperature and diarrhea, there was a possibility a uti caused it. Patient reported that after their husband passed away their daughter tried to turn the stimulation up, but it was way too much stimulation. Patient stated it hurt because it was way too much. Patient reported this occurred a couple years prior to report. Patient was redirected to their healthcare provider. No further complications were reported or anticipated.